Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer noticed smoke from the permanent cautery hook instrument's wrist when using the energy. The issue appeared right after starting the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer stated that the instrument tips were in contact with tissue when arcing event occurred. However, the smoke came from the instrument joint and there was no harm or scares on the tissue. The instrument tips did not collide with any other instrument or tool during procedure and did not touch any staples, clips or sutures while energized. The monopolar energy was activated at level 4 and another monopolar instrument was in use at the time of the event. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. A back up instrument was used to continue the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have thermal damage at the tip. The instrument passed electric continuity test. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument released energy and began smoking almost immediately on several attempts. Inspection of the silicone potting and conductor wire weld to hook/spatula base was performed by cutting distal clevis and removing conductor cap. The conductor wire was not broken and was still attached to the yaw pulley. There appeared to be some melting to the conductor wire under the weld. The instrument was found to have a derailed grip cable from its normal position at the distal idler pulley. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.